Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical use of the system when the issue occurred is unknown. The philips field service engineer (fse) inspected the system onsite and confirmed that the system geometry is not working. Review of the system log file showed geometry related errors. To resolve the issue, fse replaced the power distribution unit (pdu) and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system produced an error of "emergency stop activated; reset to continue". The customer reset several times without resolve. The system was in clinical use. There was no reported patient or user harm. The customer provided log files for philips to review. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.